Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd, hard disk spare part, and coa; reconfigured the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device showed switching error and failed to power on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.